Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a hairline crack. The inner cannula was in place, and the patient was ventilated through the vent adequately with only small volume lost. The patient was doing well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a hairline crack in the patient's tracheostomy cannula. The cannula was replaced and no patient harm was reported.